Manufacturer narrative:
Correction to section h6 evaluation code conclusion and component code. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator generated a device alert with message "expiratory error" and stopped delivering breaths. Per review of the logs and service evaluation, the unit entered backup ventilation at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from memory. Sp reviewed the logs and observed that the unit entered backup ventilation (buv) at the time of reported event. When performed est (extended self-test), sp found failure in leak test and to resolve it, replaced the exhalation valve assembly (eva) with a new one. Sp also found the failure in flow sensor calibration as an additional issue. To solve the additional issue, sp replaced the exhalation valve flow sensor (evq) with a new one. The unit passed testing and operated within the manufacturing specifications at the time of service and was returned to the customer. One evq was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. With the information available, a likely cause of the reported issue was isolated in the field to a potential fault in the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Based on review of the medtronic service evaluation, the 980 ventilator entered backup ventilation at the time of the event. The medtronic service engineer (se) inspected the device and replaced the exhalation valve and the exhalation flow sensor. The unit passed testing and operated within the manufacturing specifications at the time of service and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a device alert with message "expiratory error" and stopped delivering breaths. The patient was placed on an alternate ventilator and there was no harm to the patient. Per review of the logs and service evaluation, the unit entered backup ventilation at the time of the event.

Manufacturer narrative:
Correction due to additional part received: h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator generated a device alert with message "expiratory error" and stopped delivering breaths. The device was available for evaluation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from memory. Sp reviewed the logs and observed that the unit entered backup ventilation (buv) at the time of reported event. When performed est (extended self-test), sp found failure in leak test and to resolve it, replaced the exhalation valve assembly (eva) with a new one. Sp also found the failure in flow sensor calibration as an additional issue. To solve the additional issue, sp replaced the exhalation valve flow sensor (evq) with a new one. The device passed all required functional tests and calibrations. It was returned to the customer in working condition. One evq and one eva were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced components evq and eva did resolve the issue in the field. However, the returned components were analyzed and tested sa tisfactorily. With the information available a likely cause of the issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.